Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit and troubleshooting revealed that the drive manifold was defective. So, in order to fix the issue, the fse replaced the drive manifold assembly. Maintenance was then carried out. The unit passed all functional and safety checks.

Event description:
It was reported that during maintenance, a leak was found in the cardiosave intra-aortic balloon pump (iabp) during the drive manifold test. There was not patient involvement.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has a leakage, drive many fault. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has a leakage, drive many fault. There was no patient hazard.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.